Event description:
It was reported during defibrillation testing in clinic, two of the shocks failed to convert the arrhythmia. External defibrillation was used to resuscitate the patient. No malfunction is alleged on the device by the cardiac physiologist. Abbott technical support was contacted and suggested reprogramming the device. No further intervention was performed at this time. The patient was stable following the external defibrillation.

Event description:
Additional information was received indicating the device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The provided session records were reviewed by technical services and the failed dft was confirmed. The device was performing per programmed settings.